Manufacturer narrative:
(B)(4). The device was received with the tissue pad detached and returned with the device. The device was connected to the generator for functional testing. The device passed all functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Manufacturer narrative:
(B)(4) date sent: 9/23/2016. Batch #(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a liver dissection procedure, when the surgeon was dissecting the liver, there appeared to be a suture in the path of dissection. The surgeon continued dissecting when we heard a metallic sound, at which point the device was pulled out. As he picked off the suture, the white pad came off the jaws of the device. The white pad appeared to be shredded. At the point of hearing the metallic sound, the final feedback tone did not kick in. It had done previously during dissection, but not for a prolonged period. The surgeon was quick to stop if the third tone started, which it didn't often do throughout the procedure. We exchanged it for a second device as the surgeon was happy to continue to evaluate the product and had no further problems for the rest of the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4)